Manufacturer narrative:
Phone number provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified the condition of a broken screw. The screw was received with a portion of the distal thread form broken/peeled off. Based on the complaint description and the way that the screw threads peeled off, it is most likely that the screw broke during tibial nail removal / revision surgery rather than postoperatively. DHR review: a review of the device history records (DHR) was unable to be performed since the lot number is unknown. Document/specification review: tabulated design drawing current revision for the family of 4.5mm cannulated screws was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the cannulation measured ø1.80mm at cq which is within specification of ø1.7mm +0.1/-0mm. The screw shaft outside diameter just proximal to the broken thread measured ø3.05mm at cq which is within specification. Risk documentation: the midfoot hindfoot plates - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address intraoperative screw breakage during removal. Material analysis: the design specified the returned screw to be manufactured from 316l stainless steel material. A review of material properties in the device history records was unable to be performed since the lot number is unknown. Was the complaint confirmed? Yes. Conclusion: a definitive root cause for the screw breaking could not be determined based on the provided information. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the calculated occurrence rate does not exceed the dcrm rate. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for one (1) unknown 5.0mm ti locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a tibial nail removal due to nonunion. It is unknown if there was any surgical delay. Patient outcome was stable. The procedure was successfully completed, and the fracture was plated with a large fragment plate. This report is for one (1) unknown 5.0mm ti locking screw. This is report 2 of 3 for complaint (B)(4).